Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured intracranial aneurysm located in the left ophthalmic artery with saccular morphology, using a pipeline embolization device, there was difficulty in opening the stent tip. The aneurysm had a maximum diameter of 4mm and a neck diameter of 5mm. Landing zone: distal: 3.7 mm and proximal: 4.1 mm. Vessel tortuosity was minimal. Despite manipulation through pushing, pulling, and retrieving, the stent tip opened incompletely. Post-procedure, slow blood flow was observed in the carotid artery, and thrombosis formation at the stent tip was suspected. To prevent postoperative ischemic events, an additional stent was deployed to cover the first stent. Dual antiplatelet treatment was administered, although the platelet reactivity unit level was unknown. The first stent was implanted and could not be removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined. The pipeline was located in the intended location (intracarotid artery). There were no interventions required. The pipeline had not been placed in a vessel bend when it failed to open. Push, pull and retrieve operation was attempted to open the pipeline.